Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to address bg. The customer will monitor their bg levels and contact their healthcare provider (hcp) and tandem technical support (cts) if needed to discuss diabetes management.